Event description:
We received a report that a patient was unhappy with her visual outcome due to glare after the implantation of a multifocal intraocular lens (iol). The iol was explanted from the left eye without any surgical complications such as an incision enlargement or vitrectomy. The iol in the right eye was also explanted. A separate report is filed for that event.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Based on the manufacturing record review and historical review no deviations were reported. The sterilization batch was released; there were no deviations. Results of environmental control was reviewed and there were no deviations. There were no process and/or material changes within the order. The explanted intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection showed that the lens was cut in two (2) pieces. The lens was identified as multifocal lens because of the presence of rings on the optic surface. Due to the condition of the returned lens sample, no further investigation was possible. (B)(4). The original MDR indicated code 3331; however, the results of the manufacturing record review were omitted from the MDR in error. All pertinent information available to abbott medical optics has been submitted.